Manufacturer narrative:
This follow up report is created to document the additional information received for report number 2125050-2021-01703, it includes additional incident description, device manufacturing date and expiration date, patient date of birth and age. Corrected the operator of the device. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Additional information reported to coloplast, though not verified, stated that the patient implanted with this device experienced recurrent stress incontinence, atrophic vaginitis, dysuria, urinary frequency, recurrent urinary tract infections, cystocele, and rectocele. The patient underwent cystoscopy and vaginal exam under mac anesthesia. The patient also had a cystourethroscopy and an abdominal surgery.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
Additional information received reported that the patient experiences urinary urgency and continued stress urinary incontinence and urinary tract infections, as well as trigonitis and erosion of suburethral sling into bladder with bladder stone over erosion site. The information received indicated that the patient has undergone bladder surgery but no additional information has been provided.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient experienced worsening incontinence, pain, complex recurring extrusions and erosions of the mesh, chronic inflammation with swollen and inflamed tissue, mesh adhesion to surrounding tissue, tissue damage, scar plating,, and new onset urinary and pelvic complications. The patient underwent surgical vaginal suburethral removal of both aris mesh products and a ureteral reconstruction surgery. The mesh displayed signs of coiling, contracting and curling, as well as mesh hardening, stiffening and folding.